Event description:
The customer reported that while the unit was in use on a pt, the unit shut down probably due to small saline leak. The pt was switched to another unit and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep observed that the unit shutdown with an error code #50 (software interrupt fault), and that the customer's saline bag had a leak. The company rep found very little trace of dried saline in the system. He checked the boards finding them in good condition. The unit was tested to factory specification. It functioned normally and was returned to the customer.